Event description:
Guidewire from fusion nuvasive kit broke when removing. Screw was inserted over guidewire, surgeon used minipower to remove guidewire and it broke. Part of guidewire came out part remains in vertebrae.